Event description:
The physician intended to use an integrity bare metal stent when treating a pl off the distal rca. The lesion exhibited severe tortuosity and mild calcification. There was no damage noted to stent packaging. There were no issues removing the device from packaging. The device was inspected prior to use with no issues noted. It is reported that the stent failed to cross. Resistance was encountered during advancement, excessive force was not applied. The integrity crossed a previously implanted stent. Resistance was encountered when the integrity stent was being withdrawn through the guide catheter. The stent became deformed but it is unknown how this occurred. The stent is reported to have dislodged during removal of the entire system. The stent is left in the patient's wrist. The patient was supposed to go to surgery but refused and left the hospital. Patient condition is reported as fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.